Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urinary catheter kit 16 french, tubing had a slice in the tube about 2 inches above the connector. So, after catheter was inserted, the catheter was leaking all over the patient and catheter removed. Second catheter prior to insertion customer filled the balloon with saline and it would not release the fluid. This could have been detrimental if inserted and unable to deflate the water balloon to remove.

Event description:
It was reported that urinary catheter kit 16 french, tubing had a slice in the tube about 2 inches above the connector. So, after catheter was inserted, the catheter was leaking all over the patient and catheter removed. Second catheter prior to insertion customer filled the balloon with saline and it would not release the fluid. This could have been detrimental if inserted and unable to deflate the water balloon to remove.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.